Event description:
It was reported by the patient¿s spouse that the previously working remote monitor was turning off after the third telemetry light. The spouse stated that after new batteries were installed the monitor would not turn on. While checking the batteries it was noticed that one of them was ¿oozing¿. The spouse took the monitor to the clinic and they advised to replace the batteries. Telemetry troubleshooting steps were taken and the spouse was walked through telemetry and then disconnected the call to send the transmission. The monitor is not being returned at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).